Event description:
Procedure type: unk. Patient gender: unk. According to the reporter: balloon deflated during the procedure. It was also reported that a black piece was noticed inside the patient cavity. The black piece was retrieved, and a new balloon was used to complete the procedure. There were no patient injury reported.